Event description:
Johnson and johnson ethicon ligamax product used in case fired a single clip then would not fire more. Did not function properly during case. Dates of use: (B) (6) 2010. Diagnosis or reason for use: surgery.